Event description:
Customer reported that he was unable to calibrate his fs navigator cgm and received a "sensor error, replace sensor" message on a new sensor 10 minutes after insertion. He was advised to return the product for investigation. There was no serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
Product testing was performed on returned transmitter and a crack was observed near the transmitter battery compartment. Leak testing was then performed to test the navigator transmitter for acceptable pressure decay (ie" leak rate) of the sealed unit. Returned transmitter failed the leak test. Remedial action was reported to the facility on 14 apr 2009.